Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer experienced low blood glucose levels, which required medical intervention by emergency medical services. The customer called 911 for response. The customer's blood glucose was 38 mg/dl. The nurse called from the customer's doctor's office and requested assistance with changing the insulin pump's basal rates. The caller stated that the customer had missed his morning snack and had been having low blood glucose for the last week, leading up to the event. She stated that the basal rates had been too high, which was the perceived cause of low blood glucose, and that the customer had recent changed his diet, eating less carbohydrates. She was assisted with changing the basal rates and was advised to follow up with the doctor if the current settings needed to be changed.